Event description:
Boston scientific received information that one day after the implant of this implantable cardioverter defibrillator (ICD), the pacing impedance measurements on the atrial channel increased to between 2,000 and 2,500 ohms. The pocket was reopened and visual inspection found that the atrial lead was properly inserted into the header of the ICD. The two setscrews for the atrial port were loosened and it was noted that the impedance then decreased to 540 ohms. When the physician tried to tighten the setscrews, the setscrews became stuck and could not be tightened down. This ICD was explanted and replaced with another device. The explanted ICD was shown to the field clinical engineer (fce) who confirmed that the two atrial setscrews were stuck. However, the fce applied the side rotational technique to each setscrew and then they were easy to loosen. The implant center is self-supporting and stated that they were not aware of this special technique to loosen stuck setscrews. No adverse patient effects were reported. The ICD was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was analyzed. The ra tip setscrew was found to be stuck in the up position. A torque wrench was used to loosen the setscrew and it was freed at 17.8 in/oz. All setscrews now move freely. Next, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, it was concluded that this device met specifications.